Manufacturer narrative:
It is not known at this time if the device is being returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
"Hoffman ii carbon rods they removed from pt found some sharp edge and they have reported to their hq."